Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) france, alleging that her onetouch verio2 meter read inaccurately high compared to another device (ultraeasy). The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. It is not known when the alleged meter inaccuracy began. The patient reported obtaining blood glucose readings of "143 mg/dl" with the subject meter and "87 mg/dl" on the other device, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. It is not known how the patient manages her diabetes or if she made any changes to her usual diabetes management regimen in response to the alleged issue. However, the patient claimed she felt "hypo" at the time of the alleged issue but denied receiving any treatment. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that an approved sample site was used for testing and that the correct testing process was being followed. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient's reported symptom does not meet lfs' serious injury criteria, nor did she receive any medical intervention due to the reported issue. However, this complaint is being reported as a malfunction because the reported results did not meet lfs' accuracy criteria and the alleged inaccuracy issue was not resolved during troubleshooting.